Event description:
It was reported that thrombosis occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). 45-days post procedure, the patient was instructed to discontinue eliquis and aspirin and was prescribed dual anti platelet therapy. At an unknown date the medicine regime was changed to the patient only taking aspirin. During a routine follow-up examination one year post procedure, a transesophageal echocardiogram revealed a thrombus measuring 13.6mm by 8.8mm on the face of the closure device. The patient was prescribed eliquis in response to the thrombus. Patient was discharged but continues to be under physician monitoring.